Manufacturer narrative:
Concomitant medications at time of index procedure: (B)(6) 600-300mg daily, amlodipine 10mg daily, aspirin 81mg 4 tables daily, (B)(6) 300mg daily, (B)(6) 100mg daily. Intra procedure heparin to reach act 250-300secs. Devices used in index procedure: orion guide catheter, synchro 2 soft microwire, integrity 4mm x 15mm balloon mounted stent. (B)(4). Since the lot number could not be provided, the manufacturing and expiration dates cannot be provided. Conclusion: the device was implanted and not available for analysis. In addition, the lot number could not be provided; therefore, a DHR review could not be performed. The events that occurred during off-label use of the enterprise stent could not be confirmed without device return for analysis or procedure files; however, deployment difficulty, instent stenosis, thromboemboli, and stroke are known events associated with cerebral stenting and are listed in the instructions for use. The cause of the event could not be determined; however, procedural/patient factors may have contributed to the event. The enterprise stent is not indicated for treatment of arterial stenosis. The IFU cautions that intracranial artery stenting is generally contraindicated in patient with severe intracranial vessel tortuosity or stenosis. As per the IFU, ¿the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms¿. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, (B)(6) male, with a history of hypertension, diabetes mellitus, renal insufficiency, (B)(6), embolic stroke of left carotid artery, and internal carotid artery dissection, underwent stenting with a 4.5 x 37mm enterprise stent (enf453712/lot unk) that did not fully expand during placement, and approximately three weeks and again three and a half months after the procedure, the patient experienced recurrent strokes with restenosis and possible thromboembolism. At the time of the index procedure, the patient was known to have an internal carotid artery occlusion and dissection. After use of retrievable stents with partial results, an enterprise stent was placed to treat the residual long area of stenosis and the need for persistent luminal preservation. It was determined that the proximal end of the stent did not fully open since it did not cover the proximal end of the disease segment and an integrity balloon mounted stent was deployed over the remaining proximal area of stenosis. It was reported that there was 99% occlusion prior to stenting and mild to moderate stenosis post-stenting. Approximately 3 weeks after the index procedure, the patient became aphasic with right hemiplegia, and head CT revealed acute/subacute left middle cerebral artery (mca) and bilateral anterior cerebral artery (aca) infarction. Angiogram revealed occlusion of the stent. The re-stenosis was not treated, and the patient was discharged to a skilled nursing facility approximately five weeks after the procedure on 325mg aspirin and 75mg plavix daily. Approximately three and a half months after the index procedure, the patient was admitted for left calcaneus osteomyelitis and left below the knee amputation, and developed altered mental status after the procedure. Head CT showed acute to subacute left mca and bilateral aca infarcts, with symptoms of global aphasia, right facial droop and no movement in all four limbs. It was documented that the patient had been non-compliant with his anti-platelet therapy, and the etiology of the stroke was thought to be related to either artery to artery embolism from the known left ica occlusion or cardioembolic embolism. His status was changed to "do not resuscitate", and he was discharged to palliative care two weeks later. The patient was then lost to follow-up.